Event description:
It was reported that this pacemaker was broken. The communicator was noted to be flashing. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.